Manufacturer narrative:
Investigation summary: DHR, maintenance records and quality notifications were reviewed and no deviations were found for this batch. Photos were made available but it was not possible to observe the incident claimed and it was not possible to carry out an investigation and determine the root cause of the incident. Production processes are validated against the defined acceptance criteria. The claim cannot be confirmed. The incident identified from this claim will be monitored for trend assessment.

Event description:
It has been reported that the bd plastipak¿ 3ml syringe luer slip has been found experiencing leakage during use. 10000 occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: loss of the contents of the 3ml syringe without needle due to the stopper. Information received by email: the incident was noticed after the use. The aspect of the piston was normal. The leakage occurred through the piston. There was no exposure of the liquid because the professional used protection equipment.

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It has been reported that the bd plastipak¿ 3 ml syringe luer slip has been found experiencing leakage during use. 10000 occurrences were reported, but no date/time or patient information was given. The following has been provided by the initial reporter: loss of the contents of the 3 ml syringe without needle due to the stopper. Information received by email: the incident was noticed after the use. The aspect of the piston was normal. The leakage occurred through the piston. There was no exposure of the liquid because the professional used protection equipment.